Manufacturer narrative:
The field service engineer could not determine a cause. The customer calibrated and ran controls. Controls recovered acceptably to the customer. The system is performing within specifications.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alp2 alkaline phosphatase acc. To ifcc gen.2 on a cobas 8000 c (701) module. The sample initially resulted in an alp value of 35 u/l and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 137 u/l. The repeat value was deemed correct and a corrected report was issued. The alp reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The last calibration performed on 22-dec-2021 was ok and there were no alarms. Quality controls were within range. The investigation could not identify a product problem. The cause of the event could not be determined.